Event description:
It was reported that the patient underwent a procedure to treat facet joint arthritis l5-s1 and degenerative disc disease l5-s1. During insertion of posterior fixation at l5, there was difficulty reducing the rod enough to insert the setscrew. A mini-open incision was made on the right side to force the rod down into the tulip head so a setscrew could be inserted. During insertion of posterior fixation on the left side, the guide system for the l4 screw came loose, so another mini-incision was made to insert the hardware.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2009: the patient underwent plif l5-s1 using rhbmp-2/acs and a peek cage. The patient also had a posterolateral fusion at l5-s1 using rhbmp-2. On (B)(6) 2009: the patient underwent an MRI which showed a large amount of bone marrow edema involving the inferior half of the l5 vertebral body and minimally the superior portion of s1. The patient also underwent CT scan which showed widening and irregularity of the l5-s1 disc space. The inferior portion of the l5 body appeared eroded and the superior portion of s1 was sclerotic. On (B)(6) 2009: the patient underwent lumbar CT and an osteophyte formation at l5-s1 was noted. On (B)(6) 2010: the patient underwent a revision surgery at which hardware was removed at l5-s1. A fusion was also performed at l4-l5 via plif. Rhbmp-2 and a peek cage were used once again. On an unknown date, patient had bladder and bowel incontinence and also had pain.

Event description:
It was reported that: on (B)(6) 2009 the patient underwent spine fusion surgery on the lumbar region of her spine from vertebrae l5 to s1 using rhbmp-2 from a posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Patient's post-operative period was marked by progressively increasing pain in her lower back, with pain radiating down her left leg and into her foot. Severe pain and symptoms ultimately compelled patient to undergo a risky, painful and costly revision surgery on (B)(6) 2010. On (B)(6) 2010 the patient underwent spine fusion surgery on the lumbar region of her spine from vertebrae l4 to l5 using rhbmp-2 from a posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Despite revision surgery, patient continued to experience chronic lower back pain, with pain radiating into her hips and legs, numbness and tingling in her left leg, swelling in her left groin and thigh, and muscle spasms. Patient experienced difficulty in sitting for extended periods and constantly lied down. She had difficulty walking, wore a back brace daily, and fell often. She required use of a walker in order to stand up, and a cane to assist in ambulation. Patient also suffered from bladder and bowel issues. These serious injuries prevented patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she otherwise suffered serious and permanent injuries.